Event description:
A male pt contacted lifecor customer support to report that the pins within the electrode belt connector were damaged. He had removed the electrode belt from the monitor when he removed the system to take a shower. Support explained that it is best to not disconnect the electrode belt. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had a pin that was bent inside the connector. The root cause of the bent pin was probably force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. This is what caused the "adjust belt" message. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.